Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument was difficult to open. The surgeon had to cut tissue to remove the instrument and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/1/1998-supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.